Manufacturer narrative:
A 4.0 cm portion of the connector end was returned for analysis. The connector pin length and large boot were both within specification. Visually the partial returned device was ok. Review and confirmation of manufacturing records was performed. All records indicate the device met specification prior to leaving greatbatch medical. A root cause is not able to be determined at this time since the full device was not returned for analysis. Additionally, there were no allegations against the product. No corrective action will be taken at this time. There is no evidence to suggest the device did not meet specification prior to leaving greatbatch medical.

Event description:
It was reported that there was a pt death. Death date was taken from the distributor's pt history. Greatbatch medical attempted to obtain more info from the hospital provided by the distributor. However, the hospital had no record of explanting the device. No cause or allegation against any implanted product was provided.